Manufacturer narrative:
Concomitant medical products - model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high rv defibrillation coil impedance and high superior vena cava (svc) defibrillation coil impedance levels. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.